Event description:
Patient received less than 1.0cc into nlfs. On (B)(6) 10 she returned to the office complaining of lumpiness at top of the fold. She was treated with vitrase and instructed to come back for follow up later in the month. On (B)(6), it was reported that there were no further issues with the patient.

Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The device was not available to be returned. The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.